Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 2 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The product issue began on (B) (6) 2010. On that day, the patient managed her diabetes with the usual dose of insulin (18 units of lantus and novolog insulin based on her sliding scale). On that same day, the patient allegedly obtained a "high" blood glucose reading on the ER/hospital meter. The patient received IV treatment in the emergency room. The patient did not have any symptoms at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know what specific high blood glucose readings she obtained on the ER meter, and why she was treated with IV at the ER. This complaint is being reported because the patient claimed she received medical intervention that can be suggestive for hyperglycemia after the product issue began. Replacement products were sent to the patient.